Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent was partially deployed. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery as treatment for lower limb peripheral artery disease. The 95% stenosed target lesion had moderate calcification and tortuosity. Pre-dilatation was performed appropriately and the stent started deploying smoothly, however during the wheel idling phase there was a portion of the stent that was not deployed. The stent system was pulled and the remaining part of the stent was able to be deployed. The guidewire and the stent system were then removed together. Since the stent deployed, the procedure was considered successfully completed. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter state - (B)(6). Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent delivery system that included a guidewire still inserted. The outer sheath, tip, inner sheath, and the remainder of the delivery system were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone, thus the guidewire could not be removed. An x-ray was completed and further confirmed the kink, however did not reveal prolapse in the handle. Further inspection found no other damage or irregularities.

Event description:
It was reported that the stent was partially deployed. A 7mm x 120mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a stenting procedure in the superficial femoral artery as treatment for lower limb peripheral artery disease. The 95% stenosed target lesion had moderate calcification and tortuosity. Pre-dilatation was performed appropriately and the stent started deploying smoothly, however during the wheel idling phase there was a portion of the stent that was not deployed. The stent system was pulled and the remaining part of the stent was able to be deployed. The guidewire and the stent system were then removed together. Since the stent deployed, the procedure was considered successfully completed. No patient complications were reported. It was further reported that the guidewire and the stent system were removed together as the system was stuck on the wire. There were no visual observations of damage.